Manufacturer narrative:
Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No manufacturing anomalies or changes which may have caused or contributed to the reported event have been identified. No additional complaints have been reported for this lot number previously. Investigation summary: on the basis of the returned stent graft delivery system, the alleged deployment failure could be confirmed. The stent graft was found to be partially released. The outer sheath was found to be elongated, which indicated that high deployment forces were present during the deployment attempt. As a result of the investigation performed the complaint was confirmed. Based on the available information and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. However, the reported event represents an off label use of the device. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation the IFU states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." The reported event represents an off label use of the device. The fluency plus vascular stent graft is indicated for use in the iliac and femoral arteries. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that using a right femoral artery approach, the vascular stent graft allegedly would not deploy in an aortic arch aneurysm. Reportedly, the stent graft delivery system was exchanged for another and the procedure was completed. There was no reported patient injury.